Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not be explanted at this time, and continues to benefit from the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing open electrodes. Device testing revealed results within normal limits. Revision surgery is scheduled.